Manufacturer narrative:
A connector disorder was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. Three wqc connectors were returned and all three were within specification. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The allegation of connector disorder can not be confirmed. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to a connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the patient symptoms related to the event were that the connector may not have been straight in the body and it continuously has been chaffed by skin. For this reason the connector was worn down. This occurred 3 weeks prior to this surgery. The patient status was that he got well.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a connector disorder the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the patient symptoms related to the event were that the connector may not have been straight in the body and it continuously has been chaffed by skin. For this reason the connector was worn down. This occurred 3 weeks prior to this surgery. The patient status was that he got well.